Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that on (B)(6)2017 the patient was seen by his physician to have his pump refilled. Prior to the refill appointment, the patient's treatment included 2,000 mcg/mlbaclofen at a dose of 108.1 mcg/day per simple continuous infusion. The patient's spasticity had been stable since the last refill but the patient requested a small increase. During the appointment, the patient stated he had experienced the pump vibrate and clarified this was not an alarm sound, but a vibrating sensation. The patient also complained of pain at his back where he could "feel the catheter". The physician referred the patient for an x-ray. During the refill, a total of 10 ml of baclofen was withdrawn from the pump and discarded. 20 ml of 2,000 mcg/ml baclofen was then instilled into the pump, initially by negative pressure, and then by slow injection at 1 ml every 4-5 seconds. The pump was interrogated and updated to reflect a dose increase of 4 percent to 112.3 mcg/day per simple continuous infusion. At that time, the pumps elective replacement indicator (eri) was 61 months and the patient was to return in 6 months (around (B)(6)2018). No further complications were expected or anticipated. The patient's medical history included: quadriplegia and chest and shoulder x-rays.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported the patient was alleged there was a vibration sensation coming only from the pump site. The patient stated there were three short vibrations in a row. The patient was not currently experiencing the vibration sensation on the call. The patient stated he was laying on the couch and had a plate on his stomach, and then, he felt the vibrations. The patient stated he felt three very short vibrations about one second each. The patient stated he was going in to see the doctor that day for a refill. The patient stated he was supposed to get his refill about 2 weeks ago, but was not able to make the appointment. The patient stated they were filling his pump only half way because the dose was so low that he was not going through the medication. The patient also stated, ¿about 3 weeks ago¿, he had pain where the catheter ran up the spine. The change in therapy/symptoms was considered gradual. The patient mentioned he was extremely underweight, and the pump stuck out about 3 inches. The patient stated the doctor was concerned that he would bump the pump. The patient stated he had always been extremely underweight and that was not new. No further patient complications were reported.